Event description:
Therapist transferring patient from wheelchair to bed using ceiling liko lift. Patient was raised 1-2" off seat when lift stopped working. Physical therapist attempted to use manual override safety features on ceiling unit, it also did not work. Ax3-4 to get patient from this position onto bed via manual lifting onto bed, then raising the height of the bed high enough to unstrap the lift sling in order to remove it. Manufacturer response for liko lift, ill-rom liko lift (per site reporter). Hill-rom rep on site to work on device with biomed and has been fixed.